Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00085.

Event description:
It was reported that two roi-c cages broke intraoperatively. The h9 14x15.5 cage cracked during installation. It was too big for the space, the awl was not used, and the patient had sclerotic bone. This cage was removed and replaced with a smaller cage. The h8 12x15.5 cage had a hairline fracture and was left implanted in the patient. There have been no patient impacts reported to date. This is report one of two for this event.

Manufacturer narrative:
Inspection: the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use or the patient's sclerotic bone. Device usage: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that two roi-c cages broke intraoperatively. The h9 14x15.5 cage cracked during installation. It was too big for the space, the awl was not used, and the patient had sclerotic bone. This cage was removed and replaced with a smaller cage. The h8 12x15.5 cage had a hairline fracture and was left implanted in the patient. There have been no patient impacts reported to date. This is report one of two for this event.